Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, non-sustained right ventricular oversensing (nsrvo) was noted. Technical services confirmed it to be myopotential oversensing. Additional information about resolution was requested but is yet to be provided. The patient was stable. Related manufacturer reference number: (2938836-2018-08556).